Event description:
It was reported to technical services on (B)(6) 2010 that this rv lead had a yellow alert on latitude for low intrinsic amplitudes. An in office follow up will be scheduled. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).